Event description:
Customer alleges the screws came off of the seat. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model trsx5, serial number/date code (B)(4) is approximately 8 years old. The owner's manual part number 1110550 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumer's preexisting medical condition was stated that she suffers from guillain-bare syndrome which causes your body's immune system to attack your nerves. The consumer frequently has tingling in her legs, thighs and buttocks. She is also blind and currently in the hospital with pneumonia. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that there was no injury. There are allegedly 2 screws from each side attaching to the bar are missing. When the consumer's husband saw the missing screws, they stopped using the chair. The weight capacity of the trsx5 wheelchair is 250 pounds. The consumer is over the weight capacity for this wheelchair. The consumer is awaiting a call back from the dealer.